Event description:
During an arthroscopic knee procedure, the physician (B)(6) was reportedly utilizing a tristar 50 with integrated cable arthroward. Intra-operative, the electrode detached from the distal end of the wand while inside the pt joint space. The electrode was removed by the physician. No pt complications were reported as a result of this event.